Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported an inability for multiple beds overview capability not to function for viewing other beds and for other beds not to see any overview information for these same beds. No adverse event involving patient or user was reported.

Manufacturer narrative:
Software updated.